Manufacturer narrative:
The device associated with this report was not returned; however, provided photographs confirmed the complaint, an arrow that is etched on the instrument was incorrectly placed on the opposite side of the instrument. Using the improperly etched arrow as a guide could potentially lead to incorrect orientation of the glenosphere implant. The root cause is an attributed to the suppliers inadequate process controls. A hold order (B)(4) was initiated on (B)(4) 2013. A health hazard evaluation meeting was conducted, (B)(4). A recall notice was sent on (B)(4) 2013 for affected lot 5120443 only. Supplier CAPA (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The laser markings on the instrument guide are incorrect. The glenosphere would have been placed 180 degrees in the wrong direction if he had not noticed the defect. This instrument was in a brand new instrument set that was being used for the first time. Update (B)(4) 2013 - the MDR decision was changed due to a (B)(4) conducted on (B)(4) 2013.